Manufacturer narrative:
Lens was returned in lens case. Visual inspection found haptic deformed. Clear residue on the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to elevated intraocular pressure and pigment dispersion. The patient experienced additional symptoms - headache. The lens was not exchanged for another lens. The patient's current condition post-op - bscva - 20/30, intraocular pressure - 18mm hg. The reporter indicated the cause of the event was due to pigment dispersion/anatomical anomaly (abnormal sulcus anatomy). The patient has planned therapy of laser vision correction (lvc).